Manufacturer narrative:
As reported, there was a hematoma after use of a 6f-7f mynxgrip vascular closure device (vcd). In addition, it was noted that the device was used beyond its expiration date. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The shuttle tubing and the advancer tube were cut at the distal end of the shuttle handle. The advancer tube was found inside the shuttle cartridge; however, the sealant was not returned with the device. The balloon distal tip was inverted which indicates excessive tension applied to the catheter during the procedure. The condition of the returned device indicates the device was manipulated by the user subsequent to the procedure. Visual inspection at high magnification of the catheter shaft revealed that the proximal tamp lock was dislodged, abutting the distal tamp lock. Adhesive residue was observed on the polyimide shaft at the corresponding tamp lock position. A product history record (phr) review of lot f1635402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Additionally, a ¿catheter detachment¿ was found due to a cut shuttle condition, which was not provided in the description or clarified, and the device was confirmed to have the ¿expiration date exceeded¿ when used. Based on the limited information available for review and product analysis, handling factors (such as excessive tension) may have contributed to the sealant not being deployed at the arteriotomy properly leading to the hematoma reported as evidenced by the inverted distal tip of the balloon. If excessive tension is applied to the device during deployment; this can cause a tenting effect on the vessel, which allows the sealant to be deployed away from the arteriotomy when tension is released, thus allowing blood to flow around the sealant. Additionally, expired product factors can also alter the effectiveness of the sealant. The hematoma reported could not be confirmed without return of the device or procedural images, and no determinations could be made. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Furthermore, the IFU recommends that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ additionally, the IFU states, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the IFU also discloses that the mynxgrip will be operable during normal and proper use and prior to its expiration date. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, there was a hematoma after use of a 6f-7f mynxgrip vascular closure device (vcd). Per the product analysis of the returned device by the manufacturer, during visual inspection it was noted that the shuttle tubing and the advancer tube were cut at the distal end of the shuttle handle. In addition, it was noted that the device was used beyond its expiration date.